Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device make any noise while attempting to fire? How was the device removed from the tissue? What was the reason for the convert to open? What the convert to open due to difficulties experienced with device or other contributing factors? How was the procedure completed in the open fashion? What other stapler was used? Was the device supplied by a j&j through authorized distribution channels? Was the device used for the first time or was it reprocessed? Was the battery new or reprocessed?

Event description:
It was reported that during vats wedge case, pcee45a (open new one) was not able to fire after opened and installed battery pack. Change to open procedure and used other type of stapler instead,

Manufacturer narrative:
(B)(4). Date sent: 3/29/2021. Two photos received. During the visual analysis of two photos, the following was observed: the first photo shows a device from top view with no reload loaded and anvil in the open position. The second photo shows a device from the handle area with no battery and the closure trigger in the open position. However, the condition of the device could not be assessed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.